Event description:
The customer reported that the system would not display an image. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply was checked and the interconnect cable was replaced. The system was tested and found to be working as intended and put back into service.